Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed -sigmoidectomy. Event description - after using the device for a while the doctor took out the sheath to work with the specimen and upon removal it was observed that the sheath was unattached to the ring and ripped. Another device was placed in the patient and the procedure continued. Later in the procedure the doctor removed the sheath again to work with the specimen and it was observed that the second sheath had torn. A third sheath was placed into the patient and the procedure continued. Location of the tear is anp. Other instruments were placed directly through the gelport including a trocar and the doctor's hand. Yes, the gelseal cap was removed to perform anastomosis. Yes, the tear occurred prior to exteriorizing the colon. No patient injury. Both devices are available for return. Additional information received via email at 10:34am october 24, 2017 from territory manager associate. "A third sheath was not put in." Type of intervention -a new device was used. Patient status - no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed the complainant's experience of a torn and partially separated sheath. A horizontal tear was observed along the sheath, along with scratches on the sheaths. Based on the condition of the returned unit, it is likely that the reported event was caused by instruments that were used during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.